Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 3.5, 5.9, and 6.2 mmol/l. Tests were done within 10 minutes with a difference of 1.6 mmol/l. Pt did not experience any adverse events. No further info has been reported.